Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-08999. It was reported that the patient presented with an infection. It was noted that the distal ends of the leads were removed during a valve replacement surgery on (B)(6) 2020. The generator and proximal ends of the leads were no t removed due to the infection still present. The patient was in stable condition, further information as requested however, was not provided.

Event description:
New information noted that the device and leads were explanted (B)(6) 2020.

Manufacturer narrative:
Analysis was normal. No anomalies were found.